Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 225cc gel breast prostheses and suffered several unexplained systemic symptoms, including numbness all over body, tinnitus, vertigo, memory loss, brain fog, muscle pain, joint pain, constantly feeling tired, swollen lymph nodes in neck, food intolerance, low libido, anxiety, depression, heart palpitations, chronic sinus infections, fluid in ears, inflammation, sleeping issues, and trouble going to bathroom. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Additionally, the patient developed capsular contracture (baker grade unknown) in both of her breasts post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses in 2022. This medwatch report is for the patient¿s left breast prosthesis.